Manufacturer narrative:
Follow-up #1: date of submission 07/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/28/2016 with the following findings: there were multiple unexplained pump reboot events observed in the pump's black box data. The power rebooting was duplicated with the returned cap. A test cap was used for the investigation and the pump completed a 24 hour duration test. There was a battery compartment crack on the side of the battery compartment from the threads traveling down to the case seal and above the bumper at the threads. The battery compartment threads were damaged. Unrelated to these issues, the display screen was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittnet power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.